Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead was placed and the helix deployed in three separate locations; however the lead dislodged all three times. The lead was removed and was not replaced. No patient complications have been reported as a result of this event.